Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. A functional evaluation was performed. The hinge joint was stiff and difficult to articulate. The complaint was confirmed and the root cause has been associated with a maintenance problem. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
A3, b6: additional information received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy procedure, the spider 2 tenet felt rigid and stiff at the central joint when the pedal was depressed. When the device was examined after the case, the center joint and the joint that connects to the light back are hard to move. The procedure was completed with a backup device with no delay no further complications reported.